Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2009, and then experienced a revision surgical procedure on (B)(6)2009, approximately 34 days after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added. This device was initially reported in MFR#1038671-2020-10069 for infection, utilizing FDA's esubmitter application this is a continuation of that report. D10. Logic tibia traptray cem; sz 4f/5t; cat# 02-012-41-4050; (B)(6). Three peg patella; 38mm; cat# 200-02-38; (B)(6). Logic femoral ps cem; right sz 4; cat# 02-010-01-0340; (B)(6). No additional information available.

Manufacturer narrative:
H6: investigation clinical codes. Manufacturer narrative updated: the patient¿s first revision was likely the result of infection due to patient conditions.